Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, two devices could not cut at all, the device's knife blade could not advance and could not retract. The operator found that when closing the jaws and toggling the gray knob, the blade failed to deploy properly, making it impossible to complete the cut. The knife blades did not extend and did not protrude beyond the edge of the jaws. Additional resection required and another device was used successfully with the same generator.

Manufacturer narrative:
D10 concomitant products: lf1212, lf1212 sml ligasure jaw sealer/div (lot#: s2gh742cx), vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure two devices could not cut at all, the device's knife blade could not advance and could not retract. The operator found that when closing the jaws and toggling the gray knob, the blade failed to deploy properly, made it impossible to complete the cut. Additional resection required and another ligasure device used successfully with the same generator.